Event description:
It was reported to ventec that the device presented a persistent alarm for "system fault 13". This occurred while bleeding low pressure oxygen into the back of the vocsn. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further information about the patient or the event was provided.

Manufacturer narrative:
The device was evaluated by ventec where the reported issue of system fault 13 (while in use with o2) was confirmed. Ventec replaced the metering valve to resolve the reported issue. Proper device operation was confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the metering valve. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.